Event description:
Related manufacture reference number: 2017865-2023-93339. It was reported that the patient presented remotely via merlin.net. Upon interrogation, it was noted that the patient's atrial and right ventricular lead exhibited noise oversensing. Both leads were explanted and replaced on (B)(6) 2023. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise oversensing was confirmed. As received, a partial lead was returned in one piece for analysis. Visual inspection of the lead found external insulation abrasion breaching the outer insulation and exposing the outer coil, consistent with friction to another device or feature of the heart. The cause of the reported event of noise oversensing was isolated to the exposure of the outer coil in the abrasion zone.